Manufacturer narrative:
Section has been updated based on product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Sensor adhesive was returned. The applicator and sharp were not returned. An extended investigation of the returned product has also been performed. The device history record (DHR) has been reviewed and verified that the unit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. An extended investigation has been performed for the reported complaint and the sharp and applicator. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. No malfunction or product deficiency was identified.

Event description:
Customer reported experiencing skin irritation while wearing an adc freestyle libre sensor. She further reported noticing ¿irritation, wetness and a sore ring area¿ where the sensor had been inserted. Customer noted having contact with a healthcare provider on (B)(6)2019 and was prescribed clindamycin (an antibiotic) and hydrocortisone (a corticosteroid). No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing skin irritation while wearing an adc freestyle libre sensor. She further reported noticing ¿irritation, wetness and a sore ring area¿ where the sensor had been inserted. Customer noted having contact with a healthcare provider on (B)(6) 2019 and was prescribed clindamycin (an antibiotic) and hydrocortisone (a corticosteroid). No additional treatment was reported. There was no report of death or permanent injury associated with this event.